Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence, gastrointestinal/pelvic floor, and urgency/frequency. Patient said they are sick, nauseous, and went to the emergency room (ER) because they were vomiting so badly. They added that they have the worst headache ever and they tried decreasing stimulation, but they are still in pain. After being transferred to the call center, the patient added their head is like throbbing to pulses of the stimulation. They also said decreasing stimulation helped their headache a little. On (B)(6) 2019, the patient's symptoms returned; they added that it was as if they never had the device and was peeing all over. They further have never felt stimulation in the bike seat area and only felt it in their upper thigh and lower buttock. The call center reviewed the patient could turn stimulation off and see if their headaches resolve. It was also reviewed to consider changing programs, but they'd need to discuss that with the healthcare provider (hcp) first. The call center offered to show the patient how to switch programs, but they declined and said they already knew. As a result of what was reported, the patient was redirected to their hcp to discuss the headache issue and the next steps with respect to therapy. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what was the cause of the return of symptoms issue, the patient said it was probably the viral illness per the emergency healthcare provider (hcp). When asked what are the circumstances that led to only feeling stimulation in the upper thigh/lower buttock, the patient said "that is only where I feel it - probably viral illness". The action/intervention taken to resolve the stimulation issues was they changed programs. They also noted that their illness is resolved and they are doing much better. No further patient complications have been reported as a result of this event.